Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. The position of the cam when valve was received was at setting 5. The valve was visually inspected; needle holes in needle chamber were noted, as well the catheter was broken just after the connector the catheter has jagged ends. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusions noted. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. The occlusion noted during implantation but not confirmed during investigation could be linked to the broken catheter. As noted in the IFU silicone has a low cut/tear resistance. No root cause could be determined as no functional problem was noted with the valve. The root cause for the jagged end of the catheter is due to pulling, sharp or pointed object coming into contact with the catheter. A review of the history device records was not possible as the lot number is unknown. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve was not flowing and was revised. The doi and the initial setting was unknown. Then the patient had a headache and consulted the surgery. It was confirmed that the cerebrospinal fluid was not flowing. Also the connection part of the valve and the catheter was separated. Therefore a revision surgery was performed. The patient is recovering well. The level of csf protein was unknown.